Event description:
A healthcare facility in norway reported that five (5) days after an uncomplicated cataract surgery in the left eye, the patient experienced toxic anterior segment syndrome (tass) and panuveitis. The inflammation was mainly located to the posterior segment. Patient prognosis is good and no further follow up is scheduled.

Manufacturer narrative:
The device remains implanted and therefore is not available for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be determined.